Manufacturer narrative:
(B)(4). A partial lead with the distal tip measuring 50.4cm was returned for analysis. Externalized conductors due to internal insulation abrasion were noted at 7.9-10.0cm, 10.0-13.8cm, and 11.4-15.4cm from the distal tip. Internal insulation abrasion was noted at 8.0-9.7cm from the distal tip. The etfe coating was damaged during explant at these locations.

Event description:
It was reported that the lead was suspected to be defected. The lead was explanted and replaced. The patient was stable after procedure.